Manufacturer narrative:
The probnp ii reagent lot number was 74751601 with an expiration date of 31-jan-2025. The calibration was last performed on (B)(6) 2024 and was acceptable with no noted alarms. Qc recovery was acceptable with no indication of a performance issue with the reagent. The provided preanalytic data was acceptable. The alarm trace showed a sample short alarm and an abnormal probe sucking alarm indicating a possible poor sample quality. The field service engineer (fse) identified a bubble in the sample. He removed the bubble and reran the sample. Precision studies were performed and they were within specifications. The root cause was due to a bubble in the sample. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys probnp g2 (probnp ii) assay on a cobas 6000 e601 immunoassay analyzer when compared to a different cobas 6000 e601 immunoassay analyzer. On (B)(6) 2024 the probnp ii result was 8195 pg/ml. On (B)(6) 2024 the physician requested a new sample to be drawn and tested. Initial result: <36 pg/ml (accompanied by a data flag). The customer questioned this result as it did not match the previous day's result and repeated the sample. Repeat result: 10974 pg/ml (tested on another e601). On (B)(6) 2024 the physician again requested a new sample to be drawn and tested. The result matched the repeat result of 10974 pg/ml. The repeat result of 10974 pg/ml was deemed to be correct.